Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the door was not opening or closing properly. The representative performed invalidate home procedure, and adjusted the dingus. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that while outside of a procedure the imaging system's door is having intermittent issues with the door closing. There was no patient present when this issue was identified.